Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported she could not feel the string after insertion. The string was missing. This occurred with two tampons and one was found prior to use. She was able to manually remove the tampon and did not seek medical assistance. No further information has been received.